Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during lens insertion by the surgeon, they reported that the lens felt different than expected. It was described as either too soft or as if it was cracking (cartridge). However, when the technicians loaded the lens into the cartridge, there were no issues noted, but the lens was successfully implanted; they indicated that this did not feel like the correct or usual performance and that it made the insertion more difficult. Additional information has been requested, yet no new information received. There are two medical reports associated with same event. This file is 1 of 2.